Event description:
Unresolved type I superior endoleak and post implant intervention. In 2002 the graft was successfully deployed. The final angiogram revealed a type I superior endoleak that was not resolved. The physician will monitor the patient. Post implant event: 3 days later, it was reported to guidant that the patient had an allergic reaction to heparin. The graft thrombosed and a thrombectomy was performed to remove the clot from the graft.